Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction was caused by tower not configure. A field service engineer worked with process system engineer to resolve database issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a station stuck at the blue carefusion screen. The customer reported that there was delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.